Event description:
Customer reported pt receiving d5 1/2 ns at 60 ml/h. IV fluid noted to be leaking out of hole on tubing (right below where distal end of blue tubing connects into the clear portion of tubing). Tubing had been in use for approx 32 hours. New administration set hung, no pt harm. Although requested, no further pt/event info was available.

Manufacturer narrative:
(B) (4). (B) (4). Expiration date between november 1, 2012 and january 1, 2013. MFR date: between november 24, 2009 and january 5, 2010. Product evaluated and customer's experience of fluid leaking out from hole in tubing was confirmed. The cause of the leak was from a tear in the silicone tubing near the upper fitment. The root cause of the tear was not identified. The lot number was not identified. Based on the smartsite laser number, the mfg database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.